Event description:
It was reported that the patient presented for implant, after the physician implanted the lead and closed the pocket, the atrial lead exhibited low impedance. The patient was reprogrammed and would continue to be monitored. At follow up on (B)(6) 2015, an alert for impedance out of range was received. The lead was turned off.

Manufacturer narrative:
(B)(4).